Manufacturer narrative:
(B)(4). Pentax model h-s2518 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical became aware of an report, which occurred in (B)(6) stating "hemostasis was performed using pentax model h-s2518/serial (B)(4) to stop the bleeding site. It became hot enough that the sheath did not touch with the hand while energized. Therefore, pentax model h-s2518/serial (B)(4) was canceled and treatment was terminated using a new h-s2518." No death or injury occurred to the patient or user. Pentax medical (B)(4) is currently investigating this event.